Event description:
It was reported that the product was not in use and was sent in for preventative maintenance. There was no harm or injury to patient as there was no patient involvement. The mesher was found to have a damaged comb, and cutter was noted to be defective. Due diligence is complete and no additional information is available. At product evaluation the cutter failed the test cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the test cut. The cutter was returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.